Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no.: unknown batch no.: unknown. It was reported that during use of the unspecified bd¿ needle there was an issue with foreign matter with a piece of silicone jutting out from the needle tip. The following information was provided by the initial reporter: multiple instances where customer encountered resistance when trying to push air into vial during first part of load process. Customer reported these issues have been intermittent since first obtaining pump. Customer also reported with an event on 9/4 that she saw a piece of silicone jutting from the needle tip. For each occurrence, customer changed out syringe and needle and filled same cartridge, and resumed insulin.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. H3 other text : see h.10

Event description:
Material no.: unknown batch no.: unknown. It was reported that during use of the unspecified bd¿ needle there was an issue with foreign matter with a piece of silicone jutting out from the needle tip. The following information was provided by the initial reporter: multiple instances where customer encountered resistance when trying to push air into vial during first part of load process. Customer reported these issues have been intermittent since first obtaining pump. Customer also reported with an event on 9/4 that she saw a piece of silicone jutting from the needle tip. For each occurrence, customer changed out syringe and needle and filled same cartridge, and resumed insulin.